Event description:
It was reported that the biosure 7mm was found to be broken before the case. Unknown if there was backup available or if the procedure was delayed. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
"A 72203253 flexible tap biosure 7mm used in treatment was returned for evaluation. This is a one year old reusable instrument. Visual assessment confirms complaint. The instrument has been broken where the solid shaft transitions to the puzzle piece flex section. An exact root cause cannot be determined, however factor that may affect functionality include, excessive force and proper cleaning. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.".